Event description:
New information states that the during a follow up on (B)(6) 2014, normally battery impedance values were noted. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator displayed an incorrect battery impedance and voltage measurement. The device remained implanted. The patient would be monitored.